Event description:
The customer reported that the system would not display a fluoroscopic image. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The camera and video connections were evaluated and reseated. The voltage on camera was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.